Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure the right atrial (ra) lead exhibited poor sensing and high thresholds.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead parameters were not ideal and an issue with the helix was suspected. The right atrial (ra) lead was attempted and not used. No patient complications have been reported as a result of this event.